Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter during a sleeve gastrectomy procedure, staple reloads were misfired.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was pre-fired. The anvil clamping mechanism was deformed. During functional testing, the loading unit was loaded into a pmv instrument. The interlock was overridden and the instrument and loading unit were then applied to test media, and found to function properly. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, in order to prevent patient harm. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of deformed anvil clamping mechanism that has no relationship to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.